Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery and stopped working. The customer woke up due to alarm, felt sick and tried to bolus when he noticed the high blood glucose. Customer's blood glucose was 461mg/dl; treated with manual injection. Pump alarmed no delivery and no insulin came out. Customer's mother stated they were able to treat for high blood glucose and declined troubleshooting. Customer was advised to monitor high blood glucose and call back for any issues.